Event description:
The sample was received for evaluation. All the possible causes were identified. The manufacturing lot number associated with this complaint was 352720. The DHR review indicated that there was no quality issues associated with this defect mode. DHR was reviewed and no deviations related to this failure mode were found. There are not ncr's related to the reported issue. Received sample shows signs of usage; therefore the catheter was already in use by the time the reported crack in the hub was found. Based on the available information, the reported non conformity could not be confirmed and therefore a potential root cause could not be determined. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% inspection for cracks and pressure testing respectively at the final stage of production, which would identify hub issues in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that there was a crack at the hub. No add'l info provided.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.